Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that their ins battery was dead but the wires were still good. Additional information was received on (B)(6) 2019 and patient stated that the cause of the dead battery was unknown. They also reported that they are unable to make it to the bathroom on time. Patient stated that they have a replacement for the ins scheduled on (B)(6) 2019. No further complications were noted or anticipated.